Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware post-aquablation procedure, the patient was administered a transfusion due to a decrease in hemoglobin levels. The patient required a prolonged hospitalization. No malfunction of the aquabeam robotic system was reported during this event. Per the manufacturer's instructions for use, bleeding is a perioperative risk of the aquablation procedure.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The device was not returned for investigation because it performed as intended during the aquablation procedure and was confirmed through our investigation of the event. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) for serial number (B)(6) was performed, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. Based on the review of the treatment log files, DHR, and IFU the event is considered not to be device-related.

Manufacturer narrative:
H.10 additional manufacturer narrative: additional information obtained has confirmed that the patient was discharged home without any clinical sequelae.